Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 2, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation code#1: 10 - testing of actual/suspected device. Type of investigation code #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation code #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt to confirm the presence of foreign matter within the reservoir. The foreign matter observed was found to be within specification. A representative retention sample was reviewed with no foreign matter observed within the reservoir. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during incoming inspection, they noticed a lint in the membrane. No patient involvement.